Event description:
It was reported that this patient had difficulty with walking and eating secondary to pain at the pump site. It was later reported that the pump had dislodged from the sutures and had flipped in the pocket. The patient underwent a device surgical repositioning on (B)(6) 2013. The issue was resolved without sequela. This device delivered bupivacaine, dilaudid, and baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).